Event description:
During the attempted right femoral vein access, the cook needle was extravascular as the physician attempted to place the versacross wire through the needle, a 1-2 cm portion of sterile plastic coating sheared off of this wire. This was apparent when the physician took the wire out. As this was extravascular, sterile and plastic and deep in the patient's groin area, the physician did not take steps to retrieve this as this would require major surgery and cause harm. Risk outweighed the benefits. Patient is an 80 y/o female with past medical history of atrial fibrillation on eliquis, htn, ms, and osteoarthritis who presented in (B)(6) 2026 with chief complaint of syncopal episode. She notes that she was feeling lightheadedness intermittently starting from the morning. As she was in the bathroom putting on some accessories she suddenly fell and hit her head. She says that if she lost consciousness it could not have been more than 3-5 seconds. She denies having any sensation prior to the episode such as chest pain, palpitations, numbness/tingling, facial warmth, or other prodromal symptoms. She also says that her lightheadedness has been present even after being upright for a prolonged period of time, and it is not limited to changes in movement such as from supine to standing. Of note, she had an episode of syncope in (B)(6) 2025 and was hospitalized at (B)(6), where she was diagnosed for the first time with atrial fibrillation (though she says she has had irregular heart beat for years prior). Past med hx: ctcl (cutaneous t-cell lymphoma) (patient stated) hypocholesteremia (patient stated) hypertension (patient stated) mitral valve regurgitation (patient stated) ms (multiple sclerosis) (patient stated) osteoporosis (patient stated) spinal stenosis (medical).